Event description:
The customer reported an issue with their meter which suggests the memory overwrite malfunction has occurred. There was no report of death, mistreatment or serious injury.

Manufacturer narrative:
The product has been received for investigation. A follow up report will be submitted. Customers and retailers have been informed. Investigation in process.